Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, 165lbs, bmi 25.6 name of index surgical procedure? Retropubic midurethral sling the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? Anterior colporrhaphy repair cystocele; cystourethroscopy other relevant patient history/concomitant medications? N/a were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? IV cefazolin given for antibiotic prophylaxis intra-operatively. Please describe any medical intervention performed including medication name and results. Urine culture (B)(6) 2024 (obtained by pcp); e. Coli. Treated with macrobid. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Post-menopausal status. What is the patient's current status? Clinic visit (B)(6) 2024 (1 yr follow-up visit): no symptoms for uti; urine dip negative for all components product code and lot number? Model# 810041b; lot# 3942851 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted for stress urinary incontinence. On (B)(6) 2024, moderate urinary tract infection was noted. The patient was treated with macrobid and the event has been recovered/resolved without sequelae as of (B)(6) 2024. This event was reported as possibly related to the study device and not related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.